Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 357.377, synthes lot 6307905: release to warehouse date: april 05, 2010. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following: the surgeon was performing a surgery using the trochanteric fixation nail (tfn) system. As the surgeon was engaging the locking mechanism with the 5.0mm flexible hexagonal screwdriver, the screwdriver shaft bent permanently, and was no longer usable. However, the locking mechanism was engaged successfully. There was no delay in surgery and no reported harm to the patient. Later in the case, as the surgeon was disengaging the helical blade coupling screw from the helical blade after the helical blade had been implanted, the round end of the helical blade coupling screw snapped off from the shaft, making it unusable. The disengaging was quickly completed using another instrument. There was no delay in surgery and no reported patient harm. Concomitant devices reported: unknown tfn (part unknown, lot unknown, quantity 1), unknown helical blade (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the device is routinely used in the titanium trochanteric fixation nail system. The 357.377 helical blade coupling screw was returned and reported to have become broken during surgery. This condition is confirmed; the device sheared along the weld separating the shaft from the knurled head. It is likely that over six years of consistent use and the application of excessive force during surgery have led to this complaint condition; however, this complaint is not likely a result of any design or manufacturing related deficiency. The device was manufactured in april 2010 and is over six years old. The balance of the returned device is in fairly worn condition with some markings along the distal threading and the face of the proximal knurled head. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of these devices. It is likely that over six years of consistent use and the application of excessive force during surgery have led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.